Manufacturer narrative:
Device available for evaluation? Yes.returned to manufacturer on: 12/08/2016. Device returned to manufacturer? Yes.device evaluation:the preloaded delivery system was not returned at the manufacturing site for evaluation. Only the intraocular lens (iol) was returned at the manufacturing site. Visual inspection revealed no damages on the lens. The customer''s reported complaint could not be verified.manufacturing records review:the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received.labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device.as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially implanted into the patient's eye and then it was retracted out of the eye as it got stuck to the inside of the cartridge. Reportedly half of lens and one haptic were in eye. No incision enlargement, no suture used and no vitrectomy performed. The surgeon used a new lens, same model and dioptre. The patient was reported being fine. No further information was provided.